Manufacturer narrative:
Device evaluation: (B)(4) unit of zebd-7-9 of lot number c2175374 device was returned for evaluation opened not in its original packaging. An image was provided depicting kinked pigtail appears visible on the 02nd porthole of the tapered end of the pigtail curl. The device related to this occurrence underwent a laboratory evaluation on 22 jan 2025. On evaluation of the devices the following observations were made: visual inspection: stent returned with the pigtail straightener in correct orientation. Kink observed on the 02nd porthole of the tapered end of the pigtail curl. Functional inspection: 0.035 inch wire guide does not pass the kinks. Manufacturing records prior to distribution zebd-7-9 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-9 of lot number c2175374 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has occurred previously with this lot c2175374. Instructions for use and/label as per the notes section of the instructions for use, ifu0045, which informs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" the user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener potentially due to excessive force applied during the process resulting in a kink at the second porthole of the tapered end of the pigtail curl and preventing the wire guide from passing through the stent. Summary: complaint is confirmed based on visual and/or functional inspection. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to the device kinking while being straightened by the pigtail straightener potentially due to excessive force applied during the process resulting in a kink at the second porthole of the tapered end of the pigtail curl and preventing the wire guide from passing through the stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 7 jul 2025 and receipt of additional information on 27 mar 2025. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. Keep in dark and cool place; temperature always keep around 24°c. 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Ans. Boston 0.035 450 cm jagwire wire guide. 3. Was the wire guide lubricated prior to use? N/a, yes, no. Ans. Yes. 4. Was the wire guide inspected for damage prior to use? N/a, yes, no. Ans. Yes. 5. Was the device at the centre of the complaint inspected for damage prior to use? N/a, yes, no. Ans. Yes. 6. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. Ans yes. 7. If yes please indicate the type of procedure performed. Ans: biliary endoscopic sphincterotomy, the normal procedure, ept.

Event description:
The nurse found the black pipe can't pass through the pigtail to let it be straight, she changed the black pipe upside to push again, there was a little stuck when passing through to the second side hole, she wants to found why was that, then she found the pigtail was kinking. She changed to another one, then it's okay.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.